Event description:
During an incident in 2005 involving a pt in cardiac arrest, this unit continuously prompted "check electrodes". The electrode pads were checked and replaced but the defibrillator would not analyze, continuing to prompt "check electrodes". Another crew arrived and took over patient care. The pt was transported to a hosp where she was eventually pronounced in the ER. The pt's down time is unknown; the pt's family member said "she's not breathing". This defibrillator came with the second crew who found CPR had not been initiated and no equipment had been used.